Event description:
It was reported that the patient underwent a revision surgery due to the device breaking about 8 months post-op.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned implant shows signs of wear breakage. It was observed that the implant was broken in half from the middle. The worn edges and irregular broken surface suggest application of sudden load that eventually resulted in implant failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instruction for use clearly states that ¿the correct selection and sizing of the prosthesis is extremely important. Selection of the proper size, shape, and design of the prosthesis increases the potential for success in joint replacement. Joint prostheses require careful seating and adequate bone support. Reshaping of the implant should be avoided because it can compromise or destroy the structural integrity and the functionality of the implant. Potential complications and adverse reactions: in any surgical procedure, the potential for complications exists. The risks and complications with silicone implants include: fracture of the implant.¿ more detailed information about the complaint event as well as patient history must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient underwent a revision surgery due to the device breaking about 8 months post-op.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.